Event description:
Event description boston scientific received information that the monitoring voltage for this cardiac resynchronization therapy defibrillator (crt-d) was noted to be down to 3.12 volts at pre-implant testing. It was also reported that the device had been previously interrogated as there was patient data entered into the device memory. The device was not used for this implant procedure as a result.